Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon insertion of foley, nurse was unable to inflate balloon, able to insert 2 ml and the inflation port enlarged at the hub. Also stated that proper insertion technique was used, urine returned and catheter was inserted all the way into the hub. Nurse removed the catheter balloon still would not inflate. New foley was placed and the sensor did not work. This happened on (B)(6)2023. Then again same issues were noted with the probes, cords switched and connections checked, but did not fix. It was stated that the machine stopping therapy because it cannot obtain an accurate temperature from the bard temp sensing foley. Foley was transmitting to the monitor, however it was unable to transmit to the arctic sun machine .

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon insertion of foley, nurse was unable to inflate balloon, able to insert 2 ml and the inflation port enlarged at the hub. Also stated that proper insertion technique was used, urine returned and catheter was inserted all the way into the hub. Nurse removed the catheter balloon still would not inflate. New foley was placed and the sensor did not work. This happened on (B)(6) 2023. Then again same issues were noted with the probes, cords switched and connections checked, but did not fix. It was stated that the machine stopping therapy because it cannot obtain an accurate temperature from the bard temp sensing foley. Foley was transmitting to the monitor, however it was unable to transmit to the arctic sun machine .